Event description:
Healthcare professional reported, right side rupture. Discovered, during explant. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, broken shell, red particles on the shell, crease fold, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, crease sharp broken on radius and a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: crease sharp broken on radius assessed, as fold flaw opening. A sharp opening on radius assessed, as surgical impact. Missing shell assessed, as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: red particles in the shell. Opening posterior extended. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture discovered during explant. Device explanted and replaced.